Event description:
Customer reports a female having CT scan of abdomen/pelvis with contrast for pain. IV access in the right wrist with a 22ga angiocath. Injection protocol of 1.5ml/sec for volume of 125ml. Contrast was optiray, prefilled syringe (lot # p376a, exp. Date 08/2010). Staff reports at the end of the injection approximately 8ml of contrast infiltrated. Patient stated minor pain. Site was puffy and a little red. Patient was treated with hot compress and arm elevated for approximately 10 minutes. Patient discharged with instructions to keep warm compress on site and call if the puffiness did not resolve within time.

Manufacturer narrative:
Field service engineer verified proper operation of the injector system using the maintenance section of the injector's service manual. Fse reports system was functioning according to liebel flarsheim specifications. System returned to full service by the customer.